Event description:
It was reported that the arcticsun device was displaying a 'no flow' alert. The nurse could not see any water passing through the connector site. One chest pad was in use on the patient. Per troubleshooting, it was explained that the full set of pads should be connected for optimal flow rate. The fluid delivery line was removed and diagnostics were run. The flow rate with finger over the left port was as high as 0.2 l/min, the inlet pressure -10 psi range and circulation pump was operating at 77%.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arcticsun device was displaying a 'no flow' alert. The nurse could not see any water passing through the connector site. One chest pad was in use on the patient. Per troubleshooting, it was explained that the full set of pads should be connected for optimal flow rate. The fluid delivery line was removed and diagnostics were run. The flow rate with finger over the left port was as high as 0.2 l/min, the inlet pressure -10 psi range and circulation pump was operating at 77%.